Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to perform a pump reset, and the issue was resolved as the cgm error code did not reappear. The customer successfully started their sensor session.